Event description:
The manufacturer received information alleging a hospital nurse reports the power cord to the device was exposed and needs to be replaced. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.